Manufacturer narrative:
Corrected h6 result and conclusion codes. Corrected d1/d2 product code and common device name.

Event description:
On (B)(6) 2020 (3 month follow-up), imaging showed that the arteriovenous graft and the viabahn device was not patent.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, a patient underwent endovascular procedure to treat a venous anastomosis stenosis of an arteriovenous graft previously implanted in the left upper arm. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was placed in the basilic vein to treat the stenosis. The patient tolerated the procedure. On (B)(6) 2020, it was observed that the viabahn device was occluded. It was also observed that the arteriovenous graft was occluded with thrombus. According to the study, this event is considered not related to the viabahn device or the procedure. On the same day, thrombolysis and balloon angioplasty was performed to treat the occlusion. The issue was resolved, and the patient tolerated the procedure.